Event description:
It was reported that the patient experienced frequent low and high glucose while using the ilet with a dexcom g7, with reports indicating frequent pausing of automated insulin delivery and sporadic meal announcements; the patient and caregiver expressed confusion about the algorithm, and education was provided on meal announcement practices, algorithm function, and best practices, with assignment for additional training and consideration of a factory reset. Symptoms included hypoglycemia and hyperglycemia. Outcomes included no hospitalization and self-management with oral glucose as needed. Investigation included troubleshooting and user education. Investigation of this case revealed no confirmed device malfunction, with user behavior factors such as pausing the system and inconsistent meal announcements likely contributing to variable glucose control; device performance otherwise not confirmed as defective. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.